Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 16800101. Product family: scs-extension; upn: m365sc3138250; model:sc-3138-25; serial: (B)(6); batch: 16224151/15806536.

Event description:
It was reported that patient experienced discomfort at the implantable pulse generator (ipg) site. The patient underwent explant procedure. The patient was doing well postoperatively. The explanted device will not be returned.